Manufacturer narrative:
Batch review performed on 17-dec-2020: lot 148429: (B)(4) items manufactured and released on 26-mar-2015. Expiration date: 29-feb-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery performed due to aseptic stem loosening 5 years and 5 months after the primary surgery.